Event description:
A penumbra neuron 070 catheter was opened and flushed. The catheter was placed in the peel-away introducer, then into the 6f short sheath. The physician was unable to advance the neuron catheter into the patient since it was completely stuck inside the peel-away introducer.

Manufacturer narrative:
Results: the catheter has kinks along the shaft that might have occurred when it was packaged for return. The catheter also has the peel-away sheath stuck on the distal portion of the shaft and the catheter is kinked inside the sheath. The catheter is non-functional. Conclusion: neuron 070 became stuck inside the peel-away sheath at the distal end of the catheter shaft. The distal part of the shaft is damaged and kinked inside of the sheath. If the catheter shaft is kinked inside of the peel-away sheath, it will cause the o.d. Of the catheter to be larger than the i.d. Of the sheath. This will cause the catheter to get stuck. The cause of the kink in the catheter is unknown. The damage was not noted during inspection of the device prior to use therefore, it likely occurred when the device was inserted into the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00195.